Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/2/2019. Evaluation: a labeled winding former and a needle/suture piece of product were returned for analysis. During the visual inspection of the needle-suture, the swage and attachment area were as expected, and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other sections of the suture were not returned. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition it was suggest an improper handling of the sample by external cause.